Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 8/8/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the reported event date, the cause of the event cannot be determined. However, based on the available information, the hyperglycemic event was caused by the infusion set falling out, resulting in insufficient insulin delivery.

Event description:
On 8/14/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/12/24. On 8/14/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the hospital with dka after sweating profusely, which caused both their infusion set and dexcom sensor to fall off without their realization. The user did not use any backup therapy and was admitted to the hospital, where they were treated with an insulin IV drip. Their highest reported bg was 700 mg/dl. The hospital performed a ketone test, which returned positive. The user was using the convatec contact detach (23", 6mm) steel infusion set and the dexcom g7 continuous glucose monitor.